Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the mx40 telemetry device displayed a speaker malfunction inop message and no audible sound. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
H10: the technician was unable to replicate the customer's allegation. At bench repair, the device was updated to the latest hardware and software per assembly procedures a-865350-90127 and a-965350-90063. The device was returned to the customer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.